Event description:
Customer reported she experienced high blood glucose. Customer stated she had knee surgery, ate at noon and her blood glucose went up to 473 mg/dl; earlier it was 487 mg/dl. Customer had not contacted the doctor and does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. Customer was instructed to program a bolus; it did show in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.